Manufacturer narrative:
The events occurred ¿the last 6 days (starting (B)(6) 2019)¿. Manufacturer information: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown number of patient infusions with a clearlink paclitaxel set, the filter of the sets filled up, emptied and would bolus the patient. It was reported the sets would refill and empty again. Blood backflow was observed. No blood loss was reported. The events occurred on the same patient over a six-day period. It was reported the events occurred during use ¿from 1-22 hours¿. The patient was receiving a medication via a central line and pump at 10ml/hour. The tubing set was changed every day. No air was observed in the lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of one the provided pictures showed the backflow issue. The reported condition of backflow was verified. The reported condition of over infusion could not be verified through photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.